Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as of yet. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion occurred. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. A trace baseline pre-existing pericardial effusion was seen via intracardiac echo (ice) prior to the start of the procedure. Transseptal puncture (tsp) was completed in a mid/mid to mid/inferior location on the fossa. Versacross wire was advanced to the left upper pulmonary vein (lupv) while versacross sheath was exchanged for was double curve sheath. The was double curve sheath was used to floss the septum and ice crossed to the left atrium (la). Mitral, posterior-anterior (pa) and aortic views of the appendage were completed and laa measurements were taken. A 6fr pigtail was guided into the laa using ice and fluoroscopy. A 31mm wds was chosen and prepped with no issues. The non-boston scientific pigtail catheter was removed and the wds was inserted with a wet-to-wet connection. The closure device was deployed, flex ball first, one time with no issues. No adjustments were made. The tug test was performed and found to be acceptable. Upon doing post measurements, some fluid was noted in the pa view on ice. About 2 minutes later it was noted by a nurse that the patient blood pressure had dropped a few points. The blood pressure was being documented in five (5) minute increments then changed to 2-minute increments. Pass criteria completed and determined that the closure device was acceptable to release. The closure device was released, and the effusion was investigated by ice imaging. The physician decided to do a pericardiocentesis to treat the effusion. Approximately 200 cc of blood was removed and a catheter secured in place. Patient vitals stabilized and patient admitted to the intensive care unit (ICU). The catheter drain was removed the next day, and the patient was discharged home. Product return is not expected.

Manufacturer narrative:
The device did not return for evaluation. However, based on the media provided, the reported allegation of pericardial effusion was confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a pericardial effusion occurred. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. A trace baseline pre-existing pericardial effusion was seen via intracardiac echo (ice) prior to the start of the procedure. Transseptal puncture (tsp) was completed in a mid/mid to mid/inferior location on the fossa. Versacross wire was advanced to the left upper pulmonary vein (lupv) while versacross sheath was exchanged for was double curve sheath. The was double curve sheath was used to floss the septum and ice crossed to the left atrium (la). Mitral, posterior-anterior (pa) and aortic views of the appendage were completed and laa measurements were taken. A 6fr pigtail was guided into the laa using ice and fluoroscopy. A 31mm wds was chosen and prepped with no issues. The non-boston scientific pigtail catheter was removed and the wds was inserted with a wet-to-wet connection. The closure device was deployed, flex ball first, one time with no issues. No adjustments were made. The tug test was performed and found to be acceptable. Upon doing post measurements, some fluid was noted in the pa view on ice. About 2 minutes later it was noted by a nurse that the patient blood pressure had dropped a few points. The blood pressure was being documented in five (5) minute increments then changed to 2-minute increments. Pass criteria completed and determined that the closure device was acceptable to release. The closure device was released, and the effusion was investigated by ice imaging. The physician decided to do a pericardiocentesis to treat the effusion. Approximately 200cc of blood was removed and a catheter secured in place. Patient vitals stabilized and patient admitted to the intensive care unit (ICU). The catheter drain was removed the next day, and the patient was discharged home. Product return is not expected. It was later reported that the physician has expressed that it is his opinion that the effusion was not a result of transseptal puncture. Upon reviewing imaging, the transseptal puncture was done in an appropriate location in the fossa. Act was in recommended therapeutic range. Rf was applied once, and crossing was smooth with no additional force.